Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-06295, 3006705815-2021-06297. It was reported that the patient experienced discomfort at the ipg site and the leads had migrated after a fall. The issue was confirmed via imaging. As a result, the patient underwent surgical intervention on (B)(6) 2021 wherein the leads were explanted and replaced. Additionally, the ipg was repositioned to address the issue. Effective therapy was restored.